Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over eight (8) years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be identified however it is probable "the front panel light-emitting diode are blinking¿ occurred due to faulty main board. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was confirmed. In addition to the front panel light emitting diodes blinking upon starting the device due to a faulty main board, additional findings were as follows: there was corrosion on the chassis, converter, and back panel; and a screw got stuck on the chassis. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The customer reported to olympus that the visera pro xenon light source front panel button was flickering. The event was discovered during maintenance. There was no patient harm associated with the event. The device was evaluated, and it was found that the front panel light emitting diodes (led) were blinking upon starting the device. This MDR (medical device report) is being submitted to capture the reportable malfunction found during the device evaluation.